Manufacturer narrative:
Additional procode: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a hardware removal of titanium cannulated lateral entry femoral recon nail, titanium end cap and unknown locking screw due to unknown reason. The procedure was successfully completed. This report is for one (1) ti end cap t40 stardrive 0mm ext for femoral nails-ex. This is report 1 of 3 for (B)(4).